Event description:
It was reported that the atrial lead had a rise in impedance and noise. The capture threshold had a slight rise from the previous measurement. The lead is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the atrial lead had a rise in impedance and noise. The capture threshold had a slight rise from the previous measurement. It was further reported that the atrial lead continued to exhibit an increase in impedances and high thresholds. Additionally, the right ventricular (rv) lead exhibited an increase in thresholds. The leads were reprogrammed, and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.